Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing on a robotic laparoscopic hiatal hernia procedure, the suture frayed and broke when they pulled it down while trying robotically. They used another device to complete the case. There was no patient injury.